Event description:
Zoll lifecor customer support reviewed a (B)(6) male pt's download which showed a false asystole event and gel release flags. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (false asystole event/gel released flags) has been confirmed. Upon receipt, the rear therapy electrode cable was pulled out of the distribution node. The cause of the gel release flag was due to the gel fire wires being disconnected, leaving the gel circuit open. The root cause of the pulled cable was likely a result of excessive force. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.